Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer experienced symptoms described as "not being able to recognize relatives, not being able to speak, slowness while walking" and lost consciousness. The customer taken to the hospital where their blood pressure was checked and received treatment of serum, "ventilator and drip were provided for nourishment and nutrition", "doctor used only small doses of an antibiotic when crp levels went higher", and the customer's "regular medications of "humalog, lantus, invanz, and glucophage." The customer was hospitalized, but the duration is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-6 (type of investigation codes) and h-10 were incorrectly documented in the previous initial report. Both sections have been updated.

Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer experienced symptoms described as "not being able to recognize relatives, not being able to speak, slowness while walking" and lost consciousness. The customer taken to the hospital where their blood pressure was checked and received treatment of serum, "ventilator and drip were provided for nourishment and nutrition", "doctor used only small doses of an antibiotic when crp levels went higher", and the customer's "regular medications of "humalog, lantus, invanz, and glucophage." The customer was hospitalized, but the duration is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.